Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient received inappropriate anti tachycardia pacing (atp) for supra ventricular tachycardia (svt) from the implantable cardioverter defibrillator due to incorrect interpretation of signal. Programming changes were performed to resolve the issue. The patient condition was unknown.